Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The iabp unit would not pass fiber optic functional test in service mode. To fix the issue, the fse replaced the fiber optic sensor extension and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical use.

Event description:
It was reported that a patient was transferred to this facility from an outside facility on a cardiosave intra-aortic balloon pump (iabp), and upon connection to the iabp, ¿fiber optic sensor failure¿ was generated. The customer then transduced the central lumen. Subsequently, the customer changed to another cardiosave and the alarm did not reoccur. The registered nurse (rn) tagged the iabp for biomed to look at. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested a getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that a patient was transferred to this facility from an outside facility on a cardiosave intra-aortic balloon pump (iabp), and upon connection to the iabp, ¿fiber optic sensor failure¿ was generated. The customer then transduced the central lumen. Subsequently, the customer changed to another cardiosave and the alarm did not reoccur. The registered nurse (rn) tagged the iabp for biomed to look at. No patient harm, serious injury or adverse event was reported.